Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of abdominal pain and burning sensation which warranted hospitalization. The etiology of the event(s) is unknown; therefore, causality cannot firmly be established. There is no allegation or indication the liberty select cycler caused or contributed to the adverse event(s). Additionally, there is no evidence of a malfunction or of the machine failing to perform as expected in relation to this event. Furthermore, the patient continued to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency following discharge. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called technical support requesting assistance performing a stat drain due to abdominal pain and a burning sensation. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized for about a week. The pdrn stated the patient¿s admission and discharge diagnoses were unknown, and the discharge summary was unavailable. As such the hospital course and discharge disposition of the patient is unknown. However, the pdrn stated they spoke with the patient following the event and they were recovered and performing ccpd therapy without further issue.